Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct225 22.5 diopter intraocular lens (iol) was explanted from the patient¿s right eye. The customer reported a mechanical complication due to the patient did not see as well as they wanted. Through follow-up the customer clarified that what they meant is that the patient experienced a little blurry vision. There was nothing wrong with the iol. The explanted iol was replaced with a model zct400 24.5 diopter lens. There were no complications or injury to the patient. Reportedly, the patient is doing well post explant. No further information was provided.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial number was not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Correction: the initial MDR section b3 did not provide an explanation for the missing date of event. This update provides the explanation. Section b3: date of event: best estimate of date of event is between (B)(6) 2019 and (B)(6) 2020. The initial MDR section d4 did not provide an explanation for the missing serial number. This update provides the explanation. Section d4: serial#: : unknown, information not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 05/18/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in a non-johnson and johnson sterilization pouch. Additionally, the folding carton and directions for use (dfu) for the replacement lens and additional documentation was received. Visual inspection under magnification revealed viscoelastic residue and what appeared to be dried blood on the optic body and haptic, and the lens was received cut in half (only one-half received), which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.